Event description:
The case was utilizing mantis percutaneous screws for spinal fixation. During the loading process of one of the cannulated screws it was found that the k-wire was not able to be inserted all the way through the cannulation. The screw was removed from the screwdriver and replaced with another screw.

Event description:
The case was utilizing mantis percutaneous screws for spinal fixation. During the loading process of one of the cannulated screws it was found that the k-wire was not able to be inserted all the way through the cannulation. The screw was removed from the screwdriver and replaced with another screw.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: clear visual defect on screw head. The head of the poly axial screw is indented/flattened indicating previous use and restricting the passage of the k-wire. Functional inspection: visual confirmation of failure/reuse, no further tests required. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the device failure was confirmed upon visual inspection of the screw head/cannulation. The damage on the device indicated previous use, which subsequently caused the impediment of the k-wire. The failure caused a surgical delay of 5 minutes and resulted in no other adverse consequences. The implant is specifically a single-use device and this is clearly indicated in the instructions for use. A nonconformance has been issued to address the issue of implant reuse.